Event description:
A high glucose reading issue was reported with the Abbott Diabetes Care (ADC) device. The device showed higher glucose sensor readings compared to a non-ADC product. The customer did not notice a trend arrow on the device. The customer experienced apathy, non-responsiveness, and a seizure. Dextrose and food were provided by a non-healthcare third party for treatment. No death, serious injury, or mistreatment was reported in connection with this event.The customer received sensor scan results of 10.30 mmol/L compared to readings of 3.10 mmol/L respectively obtained on a non-ADC product and the results, when plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. It is unknown if these readings were taken during the actual medical event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.